Event description:
PICC placed in a pt in february. A couple of weeks later, had a cxr that showed a 5cm "wire-like" piece in left pulmonary artery. Patient is doing okay. They got it out in ir, and it looks like it is the tls magnet and whatever material holds it onto the rest of the stylet. Per rep email: no bad outcome, was noticed on a chest x-ray, had to go to ir for additional procedure for removal and then admitted to picu for observation. Discovered on 03/03, ir procedure on 03/09.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.